Event description:
It was reported that the 9800 system would not send images to pacs. Also noted were a pre charge error on bootup, images are out of order and the x-ray tube cooling fan does not operate. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to fix a bad crimp on wiring harness, erased patient data to clear corrupt files and repair broken wire to cooling fan. Facility biomed had already repaired bent pins in lemo connector. Repairs completed and system was found to be working as intended. System was placed back into service.